Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword ¿smoking¿ present in complaint. The motors and joystick were returned for evaluation, however subsequent testing could not verify the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. No problem was found with the motors under no load conditions. No visible heat damage was observed on the joystick. The pcb, connectors, and wiring had no physical damage. However, the inductive was off-center, as the shaft was bent, which caused the joystick to not automatically return to neutral when the inductive was released. When motors and batteries were connected to the joystick, the joystick would power on but the motors would not operate. The underlying cause was identified as user misuse/abuse/error.

Event description:
The dealer alleges the unit is getting very hot and smoking. No injury is alleged.